Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed the force sensor to be contaminated and out of calibration. This report is made based on the results of an investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: the prime history recorded several large primes. Attempted to rewind and load but received a no cartridge detected alarm. Force sensor calibration was out of specification low. Removed force sensor from motor assembly. Force sensor plate was contaminated with a green substance. Force sensor plate resistance reading out of specification. Force sensor high. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.